Event description:
Customer had difficulty deploying the tissue marker, it was stuck in the probe and did not deploy properly. A second device from the same packaging lot was used to complete the case. The device was returned for analysis.